Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with readings up to ¿high¿ and >400 mg/dl while using the ilet system with a dexcom g7, initially after eating pancakes and during an insulin cartridge change, followed by recurrent elevated glucose and infusion site discomfort. Symptoms included hyperglycemia without ketosis, dizziness, loss of consciousness, or other acute sequelae. Outcomes included temporary impaired glycemic control requiring multiple supply changes, cgm calibration, and sensor replacement, without professional medical intervention or backup therapy. Investigation included guided troubleshooting, insulin cartridge and infusion set replacement with site relocation, cgm accuracy checks by fingerstick and calibration, and subsequent dexcom g7 sensor replacement. Investigation of this case revealed discordant cgm readings that resolved after calibration and sensor change, and an infusion site issue evidenced by local pain, bruising, and a bubble at the prior insertion that could have reduced insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with contributing factors likely including infusion site complication and cgm sensor inaccuracy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.